Event description:
(B)(6): cathex distributor, (B)(4), reports via e-mail; customer reports when using the product on a pt during an unk procedure the physician observed the extension tube detached from the syringe. (B)(6): cathex reports they have obtained no add'l info regarding the procedure being performed, contrast type, injection protocol during failure, type of catheter or tubing connected to the syringe, IV access device and IV access site, pt gender age and pt outcome.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.